Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was confirmed while the right inferior pulmonary vein (ripv) was ablated. A double-stop was performed. The patient did not fully recover it was indicated that the patient ¿almost recovered¿ and an ablation to the right superior pulmonary vein (rspv) was started. Again, phrenic nerve palsy (pnp) was observed and a double-stop was performed. The case was then switched to radiofrequency (rf) and completed using rf. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files showed at least nine applications were performed with catheter 2af284/73736-49 on the date of the event with no issues. The reported issue (phrenic nerve palsy) could not be confirmed through data analysis. The catheter was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.